Event description:
Patient came to surgeons office with groin pain. Revised right hip due to cup loosening. Some corrosion noted at head neck junction intraoperatively.

Event description:
Patient came to surgeon's office with groin pain. Revised right hip due to cup loosening. Some corrosion noted at head neck junction intraoperatively.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pain, loosening, and corrosion involving an tritanium revision acetabular shell was reported. The event was not confirmed. A device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. No patient medical records were available for review. A review of the DHR showed that all devices accepted into final stock conformed to specification. There have been no other similar events reported for this manufacturing lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.